Event description:
It was reported to patient services on 10/17/2011 that this rv lead caused a red alert for high pacing lead impedances. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).